Manufacturer narrative:
Conclusion and justification status: the complaint states primary tha had taken place on (B)(6) 2010. The patient had suffered from pain since (B)(6) 2016 and the surgeon suspected possible complication by mom. Although steroid eased the pain for a while, recently the pain intensified again and the patient requested causal treatment. Therefore revision took place on (B)(6) 2016. The surgeon found soft tissue reaction on the articular capsule around the hip joint and muscular tissue. Black substances were found on the stem taper and the taper inside the head. He reported there was no problem with the stabilization of the implants. He replaced the metal insert and the head with a 32mm poly liner and a head respectively. A cup and the stem remain in the body. There was no surgical delay. The patient is now under observation. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. The surgeon found soft tissue reaction on the articular capsule around the hip joint and muscular tissue. Black substances were found on the stem taper and the taper inside the head.

Manufacturer narrative:
Device available for evaluation.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.